Event description:
It was reported that during an open jejunectomy, "the doctor commented that the staples deployed spots and it did not draw a line". The staple height was blue. As no anomalies in stopping bleeding, additional suture was not performed and the same device was used as is to complete the case. There were no adverse consequences to the patient. The target tissue was normal. There were no problems in firing.

Manufacturer narrative:
(B)(4). The analysis results found that the reload was received in good visual condition. The cartridge reload had the swing tab in the locked position, and fully fired. No functional test was performed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).